Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the respiratory therapist informed him that the touch screen was not responsive. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Updated.